Manufacturer narrative:
(B)(4). The test is performed before hospital discharge. Based upon the visual and functional examination, it was concluded that the cause of the burst is unknown. We are opening an investigation (car) on this type of failure. A valid lot/batch number was not received therefore the device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on the operation of (B)(6) 2010: the device was used for laparoscopic oophorectomy. When the device was removed from the patient, it was found that the tip of the device was missing about 2cm and the balloon was burst. The broken piece might have remained inside the patient. Although the doctor searched the uterus by forceps, the broken piece was not found. Even if the broken piece remained into the patient's body, the doctor judged that the broken piece would be removed by the echo. On (B)(6) 2010 (the check before hospital discharge) the doctor performed the echo. The tip of the balloon (2cm) was found into the patient. The location was 4.1cm from the external os. The broken piece was removed from the patient's body. The doctor commented that the broken piece had no affect on the human body and there is a possibility that the piece would naturally exit the body at the time of the menses. The patient left the hospital on (B)(6) and is getting less severe.

Event description:
It was reported that during an unknown procedure, the balloon was burst during use. Another device was used to complete the case. There were no adverse consequences for the patient.